Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received analyzer alarms and questionable ise indirect na, k, ci for gen. 2 results for multiple patient samples. The samples were repeated on another analyzer. Of the data provided for two patient samples, only the potassium results were a reportable malfunction. Patient 1 initial result was 7.1 mmol/l and the repeat result was 5.0 mmol/l. Patient 2 initial result was 15.1 mmol/l and the repeat result was 4.1 mmol/l. The erroneous results were not reported outside of the laboratory. The repeat results were believed to be correct. There was no adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The ise dilution vessel and sipper were checked for precipitate, but were clean. The customer replaced all of the electrodes, primed the ise system, performed checks, calibration, and qc. However, the customer continued to receive errors. The field service representative found the consumables were empty. He replaced the empty diluent reagent and ensured the instrument performed to specification. He performed multiple successful ise checks and calibrations. The customer successfully processed qc and patient samples, but could not duplicate the problem.